Event description:
It was reported that during a routine device follow-up, this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity in (B)(6) 2018 was 5 years. In (B)(6) 2018 it was 3 years and now it was 1.5 years. The field representative submitted device data to technical services for review. Engineering review confirmed the device was malfunctioning, with a slow, steady increase in the power consumption. This device would be able to maintain critical therapy functions if replaced within 60 days. The device was explanted and replaced approximately nine weeks later at a different hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device follow-up, this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity in (B)(6) 2018 was 5 years. In (B)(6) 2018 it was 3 years and now it was 1.5 years. The field representative submitted device data to technical services for review. Engineering review confirmed the device was malfunctioning, with a slow, steady increase in the power consumption. This device would be able to maintain critical therapy functions if replaced within 60 days. The device was explanted and replaced approximately none weeks later at a different hospital. No additional adverse patient effects were reported.